Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon burst. During a superficial femoral artery (sfa) recanalization, the physician selected an offroad¿ re entry system for use. During the first inflation, the balloon was inflated to 2atm and the balloon burst. There was no apparent calcification at the re-entry site. The off road device was removed from the patient and no complications were reported.